Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of a sensing issue, no fault was found with the analyzer it passed all functional and systems tests.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 2067l, radiofrequency programmer head. (B)(4).

Event description:
It was reported that the software analyzer exhibited a sensing malfunction. Follow-up determined that the session was ended and the analyzer restarted and the procedure was completed using the same analyzer. The analyzer was returned for service. No patient complications have been reported as a result of this event.